Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the rep did not know how to use mpxr when the patient was not in the system. They were calling to report that all of the patient¿s impedances were over 20,000 ohms when tested at 3v. It was indicated that the rep was not with the patient or healthcare provider (hcp) to do further troubleshooting. No symptoms were reported. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.